Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an open colectomy, the doctor felt unexpected resistance at the first firing when the device was used on colon. The firing was completed, though the deployed staple was malformed in lumbricoid shape. The staple height was gold. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).batch # n57j3n. The analysis found that one ntlc75 device was returned with no apparent damage and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.